Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced a skin reaction with itching, redness, inflammation, swelling and an infection underneath the sensor pod area. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2026, went to a healthcare provider and had the skin reaction treated with a prescription of an oral antibiotic (the patient was unable to recall name and dosage). There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.